Event description:
It was initially reported that the patient had in increase in seizures. The patient normal baseline is a seizure every week or two and the patient is having seizures almost daily. There were no precipitating events except that the patient¿s seizures get worse when he had issues with his teeth. The physician increased his topamax dose and vns settings. Attempts for additional information had been unsuccessful to date.

Event description:
On (B)(4) 2013 additional information was received from the rn. There were no precipitating events; the moc thinks the seizures were worse with teeth issues. The seizures were considerably worse in the months prior to the (B)(6) 2012 appointment than the pre-vns seizure frequency levels. The patient¿s multiple seizure types increased. There were no causal or contributory programming changes or medication changes that preceded the onset of the increase in seizures other than the ¿c/o teeth issues to seizure increases¿. It was later stated that because of the worsened seizures, the patient¿s vns settings and medications were increased.